Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and "exchange due to the patient¿s concern with the product". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and missing assessed as inconclusive. Shell thickness within spec. ¿ anxiety -product/ procedure unable to observe as it is not related to the manufacturing process.

Event description:
Healthcare professional reported "exchange due to the patient¿s concern with the product". Healthcare professional later reported "reason for removal: rupture". Healthcare professional later reported via rga "any creases associated with hole". This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, b5.

Event description:
Healthcare professional reported, left side "exchange, due to the patient¿s concern with the product". Healthcare professional, later reported, "rupture". Healthcare professional, additionally reported, "any creases associated with hole". Device has been explanted and replaced.